Manufacturer narrative:
(B)(4). Implant date: estimated. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2012, a 3.0x28 xience v stent was implanted in the mid left anterior descending artery. Timi iii blood flow was confirmed at the conclusion of the procedure. The patient was discharged. On (B)(6) 2013, the patient presented with complaints of chest pain. Angiography was performed and revealed in-stent thrombosis. A xience v stent was implanted for treatment of the thrombosis. Timi iii blood flow was maintained and the patient was discharged. No additional information was provided.